Manufacturer narrative:
The pump was received with normal operating currents. The pump was monitored for several days, and no unexpected low or bad battery alarms were noted. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported, the customer received a low battery alert. Customer stated the alert was recurring and was not resolved by a replacement battery cap. Troubleshooting also found the customer's batteries did not last for more than one week. Customer's blood glucose was 163 mg/dl. Customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.